Manufacturer narrative:
No further information is available on the product at this time. Device was not returned. However, if device becomes available and any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was discovered with a seal issue. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).